Manufacturer narrative:
Reliability analysis inspected 3 opened/used reservoirs and performed visual inspection and found all 3 reservoirs transfer guard needle bent. Unable to confirmed received needles damage due to customer returned reservoirs opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that some reservoirs were not working for her. The customer mentioned that she was not able to draw in insulin. The customer will be sent replacement reservoirs.